Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
One of the patient's samples was sent to an external laboratory for testing on a siemens centaur analyzer. The patient's anti-hbs result was 8.7 iu/l, which was negative. The patient's anti-hbc result was negative. Athough negative, the result of 8.7 iu/l may indicate presence of antibodies, however may not be in a protective level. The result from the siemens centaur is also discrepant to the previously reported result on the abbott architect system, which might indicate no antibodies are present.

Event description:
The customer alleged they received questionable antibody to (B)(6) surface antigen (ahbs) results for one patient on their e-module. The patient's initial ahbs result was (B)(6) and it was reported outside the laboratory. The patient had not been vaccinated against (B)(6). On (B)(6) 2012, the sample was repeated on an abbott architect and the result was 0 ui/l, which was (B)(6). There were no reports of any adverse events. The ahbs reagent lot number was 168610 and the expiration date was not provided. Three patient samples were returned for investigation. The investigation was carried out on an e-module with (B)(6) reagent lot 168610. The customer's sample results were reproduced.

Manufacturer narrative:
One of the patient samples was tested on an e-module using (B)(6) retention lot 171973. The result was 1.96 coi, (B)(6). The three samples returned for investigation were then sent for testing on the impact system. The results from the impact system were (B)(6). It was determined the elecsys result was impacted by an inteferent in the patient sample. Inteferences are documented in product labeling.

Manufacturer narrative:
The elecsys result is assumed to most likely be a (B)(6) due to an unknown interference since the samples were found to be clearly negative with the abbott method as well as in the impact (B)(6) and impact (B)(6) complex tests. Unspecified (B)(6) results can occur and are covered by the package insert,